Manufacturer narrative:
A review of the manufacturing records for the device(s) is being conducted. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2014 the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring c3 delivery system. The patient tolerated the procedure with a type ii endoleak present originating from the inferior mesenteric artery(ima). On (B)(6) 2015 the patient was admitted to the hospital and the patient underwent embolization to treat a type ii endoleak. The ima was liquid embolized with onyx liquid embolizer 18, and 34 and successfully resolved the endoleak. The patient tolerated the procedure and was discharged on (B)(6) 2015.

Event description:
On (B)(6) 2014 the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2015 the patient was admitted to the hospital and the patient underwent embolization to treat a type ii endoleak. The patient was discharged on (B)(4) 2015.